Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-feel') and bipolar disorder ('bipolar') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bipolar disorder (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, bipolar disorder and fibromyalgia outcome was unknown. The reporter considered bipolar disorder, fibromyalgia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: bipolar disorder and fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc on 2-dec-2019: f/u 1 and f/u 2 processed together. New event medical device removal was added. Reporters information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.